Event description:
Information was later received that this lead was explanted. No adverse patient effects were reported.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing impedance measurements. All other measurements were normal. There was no suspicion of a lead fracture or a connection issue. During a follow-up appointment, review of an episode revealed oversensing. Noise was able to be reproduced with oversensing. Additionally, manipulation resulted in loss of capture. The patient noted that while laying in bed, the device may stand on it's side and need to be flipped back. The patient claimed that the device was never flipped. As a result, a lead revision procedure was scheduled. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.